Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's machine seemed to be going "wacky". The ins was always on full charge and the patient couldn't sleep at night- they turned it down but it was still too high. They reported that their ins has never done this before. The patient said that it couldn't seem to do any good and they thought it was "dislodged" and seemed to be sticking out farther that it used to be. The patient said their stimulation was off but then described seeing the lightning bolt in the corner showing that stimulation was on. When asked about the stimulation on/off icons the patient mentioned that they couldn't see well. The patient was in a car accident and said that it was a long time ago and also mentioned that they fell all the time due to their multiple sclerosis (which the patient was implanted for). No further complications reported.